Event description:
Following coronary artery bypass grafts to left anterior descending and right coronary arteries, and mitral valve revision (one leaflet was "shortened"), mitral valve replacement was accomplished using aortic mechanical heart valve. At the conclusion of the placement of this valve, it was noted that one of the leaflets was missing. Surgeon was unable to retrieve leaflet through aortic valve, therefore, ventriculotomy was performed. Leaflet was located at base of chordae tendineae and removed. Aortic valve was then replaced using a different aortic mechanical heart valve. Ventriculotomy was repaired, incision closed and pt taken off bypass. Was taken to cvicu care unit in guarded condition.